Manufacturer narrative:
D9 - date returned to mfg : 12-dec-2024. H3: on e device was received for evaluation. Service history identified no previous device repairs. The event history log was reviewed and there are no errors related to the customer complaint. A performance verification test was performed, and the reported issue was not replicated. The root cause of the issue was not identified as there was no device problem found.the device then passed all tests with specification.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed preventative maintenance - volumetric accuracy test. There was unknown patient involvement.